Manufacturer narrative:
Plant investigation: a production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance's, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A user facility reported a fresenius optiflux 200nre dialyzer was reported to have a blood leak during patient treatment. Additional follow-up was made with the facility charge nurse (cn), who reported the hemodialysis (hd) patient was approximately 3 minutes into treatment on a fresenius 2008k2 machine when the machine alarmed with a blood leak and blood-tinged fluid was noted in the tubing line. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. Per charge nurse blood test strips were used after the incident to check for the presence of blood in the dialysate and the test strips returned a positive result. The charge nurse stated the blood was also visually noted as well. Per charge nurse the patient¿s treatment was immediately stopped and the patient¿s blood was not returned. The bloodlines used were fresenius. The charge stated no damage to the dialyzer or packaging was observed. Per charge nurse the estimated blood loss (ebl) for the patient was approximately 250ml. The charge nurse confirmed no patient adverse effect was experienced and no medical intervention was required as a result of the reported event. The patient was able to complete treatment with new supplies on another machine without issue. Per charge nurse confirmed the patients dialyzed 3 times a week. Per charge nurse the dialyzer was discarded and the machine was tested and placed back in service without further issue.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported a fresenius optiflux 200nre dialyzer was reported to have a blood leak during patient treatment. Additional follow-up was made with the facility charge nurse (cn), who reported the hemodialysis (hd) patient was approximately 3 minutes into treatment on a fresenius 2008k2 machine when the machine alarmed with a blood leak and blood-tinged fluid was noted in the tubing line. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. Per charge nurse blood test strips were used after the incident to check for the presence of blood in the dialysate and the test strips returned a positive result. The charge nurse stated the blood was also visually noted as well. Per charge nurse the patient¿s treatment was immediately stopped and the patient¿s blood was not returned. The bloodlines used were fresenius. The charge stated no damage to the dialyzer or packaging was observed. Per charge nurse the estimated blood loss (ebl) for the patient was approximately 250ml. The charge nurse confirmed no patient adverse effect was experienced and no medical intervention was required as a result of the reported event. The patient was able to complete treatment with new supplies on another machine without issue. Per charge nurse confirmed the patients dialyzed 3 times a week. Per charge nurse the dialyzer was discarded and the machine was tested and placed back in service without further issue.